Event description:
Anestheia breathing circuit came disconnected from its own components while connected to a patient who was anesthetized & was being mechanically ventilated. Rptr noticed the problem and reconnected the curcuit. This happened spontaneously, twice. Rptr has not had this problem with other brands of breathing circuits. No evidence of adverse effect on patient's health due to quick correction of product problem. This has happened with several other circuits made by medline that rptr has used.